Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a foreign matter was found in the syringe during the dosing process, and it was discovered in time, which did not cause harm to the patient, but the medicine could not be used, resulting in waste."

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 1903312 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of foreign matter or defect were observed. Based on the investigation findings, this exact cause could not be confirmed.

Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle during use. The following information was provided by the initial reporter, translated from chinese to english: "a foreign matter was found in the syringe during the dosing process, and it was discovered in time, which did not cause harm to the patient, but the medicine could not be used, resulting in waste."